Manufacturer narrative:
The insulin pump passed the displacement test and self test. No display anomalies were noted. The insulin pump had a cracked reservoir tube lip.

Event description:
Customer reported that the she was wearing the insulin pump tucked in her waste band of her pajamas when she woke up and was walking to the bathroom and it feel, ripped out of her body and hit the tile. Customer stated she did a self test and noticed the display was black. The device was not exposed to extreme temperatures or direct sunlight. The whole screen is black during the self test. Customer stated that the screen in the beginning of the self test has a large dark grey area it lightens and show the number 10 and it counts down and then turns black again. Customer was assisted on performing the self test and it failed. The display went black around the number 6 and 1. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.